Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim patient had a slow flush running via a chemotherapy line with a lock and go in situ. Staff nurse noticed that the chemotherapy line was leaking. On examination the lock and go had become loose above the blue attachment. Line replaced on patient. Nurse in charge informed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.